Event description:
The pt's girlfriend reported that the pt was experiencing increased spasticity over the past 8 weeks, no trauma or falls occurred. The hcp has performed diagnostic tests; everything came back normal. The hcp stated that urinary tract infections may affect baclofen. A follow-up report will be sent if add'l info becomes available.